Event description:
Edwards received notification that a mitral bioprosthetic valve has been explanted due to mitral stenosis and severe pulmonary hypertension after an implant duration of eight (8) years, five (5) months. No adverse events reported following explant.

Manufacturer narrative:
Device evaluation summary - as received, heavy calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp area of leaflet 2 and minimal calcification was observed in the cusp area of leaflet 3. Free margin of all three leaflets exhibited minimal calcification. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent outflow. Host tissued fused leaflets 1 and 2 at commissure 2 by approx 2mm on the outflow aspect. Incidental findings - the x-ray demonstrated commissures 1 and 3 wireform distorted. Approximately entire circumference of the sewing ring was cut. Approximately 75% of the wireform was exposed on the inflow aspect, commissure 1 wireform was exposed on the outflow aspect. These damages are most likely due to implant or explant. The reported stenosis was confirmed through device evaluation as secondary to calcification and host tissue encroachment. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.